Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump after inserting a new battery. The customer's blood glucose was 14.4 mmol/l. The customer stated their temp basal was not programmed prior to the alarm occurring. Customer was advised to monitor their insulin pump and call back if the alarm persists. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.